Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior tibial artery and left superficial femoral artery. The 3x60mm Armada 14 balloon dilatation catheter (BDC) was used in the procedure; however, during removal the BDC become stuck and a piece of the balloon separated. Additional intervention was performed to remove the separated piece of balloon. There was no clinically significant delay in the procedure. No additional information was provided.